Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracic surgery (vats) lobectomy procedure, the surgeon was unable to press the green button and was unable to squeeze the handle, hence the device did not fire. A new handle was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative single use loading unit. The instrument successfully clamped, cycled fully, opened, articulated and unloaded repeatedly. The instrument successfully fired a representative loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.